Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, ce eluting coronary stent systems instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 2.75 x 33 mm xience xpedition stent was implanted on (B)(6) 2014. The patient was discharged on (B)(6) 2014. In (B)(6) 2017 the patient was readmitted to the hospital twice with angina pectoris. Angiography did not show any serious issue. It was determined that the angina pectoris was the result of the patient not taking their medication on time. Once the patient resumed taking their prescribed medication on the prescribed schedule, the patient's condition improved and was discharged. Per the physician, the relationship between the event and the device is not known. No additional information provided.